Manufacturer narrative:
Follow-up #1 date of submission 08/29/2013 -device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: evaluation revealed that the keypad cover was intact but the symbols were worn. All of the keypad buttons responded appropriately. There was evidence of contamination under the up and contrast keys. Unrelated to the complaint, evaluation revealed the lens was scratched.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging that the up arrow button on the keypad was sticking and intermittently responsive. It was reported that the button had to be pressed multiples times to get a response. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event. A replacement pump was sent to the patient.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.